Event description:
It was reported that the handpiece device had an undetermined allegation. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the device had an undetermined allegation was confirmed. An assessment was performed, and it was determined that the device had heat and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for visual assessment and temperature verification. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance. UDI (B)(4).